Event description:
On (B) (6) 2009, I had a hysterectomy and had a secure -gynecare, johnson and johnson- bladder sling put in for stress incontinence. In (B) (6) 2009, I felt there was something wrong in my vaginal area and went to see an ob/gyn who was covering for the md who put in the sling. He was unfamiliar with the procedure and was not sure what to do. I then made an apt with a urologist and she found that the sling had eroded through my vaginal wall. Surgery was scheduled for (B) (6) 2010. When I got to the hospital that day, I received IV antibiotics prior to the surgery and developed a severe allergic reaction to them and had to be treated for that just prior to the surgery. The sling was removed and the surgeon reported there was significant scarring around the sling that had to be excised. I had significant post op bleeding. The sling had eroded very close to my urethra. I am still recovering from the surgery and I am uncertain about other complications, i.e., scarring, intercourse, at this time. The stress incontinence has returned. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: stress incontinence.